Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 11/18/2021, it was reported by a distributor via sems that an ar-12990n scorpion needle clam broke. This was discovered during a procedure on (B)(6) 2021.